Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was placement difficulty during the left ventricular (lv) lead implant attempt. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.